Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Hjorth et al. "Equal primary fixation of resurfacing stem, but inferior cup fixation with anterolateral versus posterior surgical approach. A 2 year blinded randomized radiostereometric and dual x-ray absorptiometry study of metal-on-metal hip resurfacing arthroplasty"

Event description:
It was reported in a journal article individual migration patterns of tt (total translation) revealed seven cups with migration above the precision limit of tt between three months and two years. The individual migration patterns of tr (total rotation) showed 10 cups with migration above the precision limit of tr between three months and two years.